Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Analysis also noted inner and outer tubing was kinked and buckled. Blood noted in and on the helix mechanism. Explant damage also noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned for analysis. Analysis also noted inner and outer tubing was kinked and buckled. Blood noted in and on the helix mechanism. Explant damage also noted.

Event description:
It was reported that the right ventricular lead dislodged. Oversensing was observed on the echocardiogram. The lead was removed and replaced. No patient complications have been reported as a result of this event.